Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead exhibited noise issue. The rv and ra leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in three pieces. Final analysis found two external abrasions breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.